Event description:
It was reported that during an attempted implant, the physician expressed difficulties fastening the existing ventricular lead into the port. A setscrew problem is suspected. The device was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated a loose/detached set screw.(B)(4).